Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented during the device change out due to eri. Upon impact of the skin with a scalpel, pocket full of pus was detected. The device was explanted. The device was discarded and will not be returned. The patient was fine.